Event description:
A review of service data detected a reportable event. Upon servicing monitor sn (B)(4) the monitor was unable to power on properly. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. Upon eval, the monitor would not power on. The cause of the inability to power up is bent pins on the j2005 connector of the auxiliary board. The improper connection shorted to power supply and prevented the monitor from powering on. The root cause of the bent connector pins cannot be positively identified. No adverse event resulted from the bent pins. The last pt to use this monitor did not report any deficiencies.